Event description:
It was reported in an article (vesper, j., schu, s., bara, g.a., slotty ,p., maciaczk, j. Successful high-frequency stimulation in refractory angina pectoris (10318). North american neuromodulation society 19th annual meeting. 2015. 200.) That at the 3 month follow-up, they saw a partial effect on the continuous background pain with tonic stimulation, but not on the peak attacks. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).